Event description:
The report stated that the surgeon was using a neutralect disposable pencil (non-covidien product) on the cut setting when there was a flash and an explosion. This procedure was excision of a breast lump. There was some "tissue damage" around the incision site. The damaged tissue was excised and the pt is fine. No staff was injured. The unit was removed from use.

Manufacturer narrative:
The generator has been received for eval and when the investigation is completed, a follow-up report will be sent.